Manufacturer narrative:
Service info is not available as the customer did not question system performance. The sample was drawn in a serum tube and centrifuged at 3,000 relative centrifugal force (rcf) for 15 mins. Quality control (qc) info was not provided by the customer. Customer product line support (cpls) lab tested the sample and produced 3.7pg/ml. This dose is within normal range of free triiodothyronine (ft3) assay (2.5-3.9 pg/ml). Cpls performed a heterophile testing on this sample. The results indicated the presence of interfering substances in the pt sample which artifically increased the dose value. Heterophile interference is the root cause for the elevated results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The affiliate alleged the customer reported elevated free triiodothyronine (ft3) results above the expected reference range for one pt involving unicel dxi 800 access immunoassay system. The result was discordant to an alternate methodology. The elevated result was not reported out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter inc with the pt sample for further analysis.